Event description:
Information received by medtronic indicated that the insulin pen had a issues with both pens. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: grey. Battery life remaining: <5 months. Customer reports: unknown issues with inpen. Per visual inspection: cap no longer stays attached. Unit paired successfully to commercial app. The following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Some drag / resistance after fully rewinding inpen was observed. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. Some resistance was observed when dosing the first 30.0 units without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: during testing it was noted that after fully rewinding inpen, some resistance was noted to dial and delivered more than 4 units. Inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. Dust / debris was found under dose window and dose button. The return reason code of dose log inaccuracy is not confirmed. Inpen will be sent to san diego for further testing. On(B)(6) 2022. Per (B)(6), destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.